Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a procedure utilizing a humeral plate, the plate fractured while the surgeon was contouring it to fit the patient's anatomy. No patient consequences were reported as a result. No additional information is available at this time.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the plate is fractured with scratches and dings. Sem results noted fracture surface artifacts are consistent with fatigue fractures. Material analysis verified the plate¿s metal as conforming. DHR was reviewed and no discrepancies were found. Root cause is determined to be use error; per the surgical technique, the recommended maximum bending angles for concave/convex is 10 degrees, however, it was reported the plate broke when it was bent at approximately 15 degrees. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.